Manufacturer narrative:
Insulin pump had corroded keypad traces. Inspected all buttons, all functioned properly. Insulin pump received with a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad. The blood glucose reading was 198 mg/dl. The customer's father also reported that the insulin pump had suspended insulin delivery on its own. He stated that the insulin pump went into threshold suspend mode after the act button was pressed. He noted that the buttons were becoming less and less responsive. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.